Manufacturer narrative:
Permobil representative met with the end-user in their home to access the device and the environment in which the injury was alleged to have occurred. Inspection found the device to be fully operational with no notable deviations or malfunctions. Device components were examined for any abnormalities which would present a sharp edge; to which there were none noted. The end-user explained the procedure he used for transfer when the incident allegedly occurred. The end-user nor the permobil representative could make a determination as to how the injury was inflicted without speculation. No known issues were found with the device or the environment in which it being used. No further investigation will be performed.

Manufacturer narrative:
Permobil received report indicating an injury having occurred to the end-user as they were in process of performing a transfer from the device seating to the toilet. Report claims as the end-user was in mid transfer, their foot slipped off of the device footplate. Upon reaching the toilet, the end-user noticed their socked foot was bleeding. Reports received claim the end-user went to the hospital where they received 10 stitches to 2nd phalange on the left foot. It was noted none of the other phalanges sustained injury. The end-user initially reported the footplate as having a sharp edge and that it was the cause of the injury, but after further inspection noted the footplate did not have the sharp edges as they initially suspected. The end-user reports not knowing what may have caused the injury. The DHR was reviewed and device met specification prior to distribution. At this time, permobil is unable to determine the possible cause of the reported injury as device has not been made available for inspection. Permobil has requested the service provider to inspect the device, surroundings in which the event occurred and the end-user's transfer technique. Upon the receipt of new information, a follow-up report will be submitted.

Event description:
Received report claiming while the end-user was performing a transfer, their foot slipped off the footplate assembly which reportedly caused the toe next to their large toe to become cut. It was reported the end-user sought medical intervention to resolve.